Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient saw poor communication screen on patient programmer. The patient last successfully charged and felt stimulation about 3 weeks ago. The importance of keeping the ins charged to maintain therapy was reviewed. It was later reported that the last charging session was more than 1 to 3 months ago. The patient was redirected to their healthcare provider to address the possible overdischarge. The patient said that ¿it keeps short circuiting¿ and clarified that she was referring to the poor communication screens she was seeing on the patient programmer and recharger. The patient says this started happening a couple of days ago or maybe a week. The patient wanted to get the device working because she was miserable and was in pain for the last couple of days because she can¿t use her stimulator. No further complications were reported/anticipated. The indication for implant was non-malignant pain. Additional information was received from the consumer on (B)(6) 2017. The patient mentioned having ¿an issue with her therapy¿ and indicated she was unable to connect to her ins with the patient programmer. The patient was reminded that she will need to follow-up with her hcp regarding the potential overdischarge. **omitted information related to 702155943 ¿ insr won¿t charge.**